Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts cuff leaking reported a small hole in the middle of the balloon. No patient adverse event reported.

Manufacturer narrative:
Other, other text: one tube was received for evaluation. The cuff was filled with water to check for leaks, and a leak was found coming from a hole in the middle section of the cuff. The hole was further evaluated under magnification. Attempts to replicate the type of hole found with things in the manufacturing process were conducted, and no replication was successful. Based on further review of the manufacturing processes and instructions for use (IFU), root cause could not be traced to anything within the manufacturing process. The IFU states to test the tube prior to insertion and avoid contact with any sharp edges. A device history review of the reported lot number was also conducted and no discrepancies were found. Most probable root cause exists outside of the manufacturing process., corrected data: h10: additional information received- a trach change out was done to resolve, type of reportable event updated to serious injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).